Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Expiration date information is not available at this moment.

Event description:
The affiliate reported via email during a biceps tenodesis, the shaver did not work, the vapr worked only a few times, the optical infiltrated. It was not possible to know if the problem with the vapr products was with the generator, hand piece or footswitch. Due to the arthroscipia products did not work and we were unable to use, it was necessary to use a suture needle to make a larger incision to perform the rocambole technique. The patient was already anesthetized and the surgery had already begun. In addition, due to equipment failure, there is possibility to re-approach the patient. Additional information received via email from the affiliate on 5-18-2017 the mitek products involved in this procedure were the vapr footswitch and fms foot pedal board. These products did not work properly, they worked only a few times and as they could not keep working, they weren¿t used. The vapriii foot pedal picture clearly shows the wire is cut. It¿s possible this is user error. We received the update that the shaver used wasn¿t a j&j product, it was a razek product. The optical product was a camera used in the procedure. Not a j&j product. The camera was infiltrate and difficult the visibility. The surgeon changed his technique because he could not use the vapr products. Since the surgeon could not use the vapr products, he used a suture needle to make a larger incision to perform the ¿rocambole¿ technique. This extended the procedure 01 hour. It is possible the patient will need resurgery however, this information is not confirmed, it was a possibility raised by the technical assistant. The technical assistant informed that the procedure could be complete and there was no damage to the patient, since the surgeon already expected that those problems could happened and he was prepared to use the different technique. Regarding the generator, the local service center is certificate to perform repair on it. It won¿t be returned to mitek service.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10237, 1221934-2017-10238.